Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker, atrial, right ventricular and left ventricular leads were explanted due to infection. A new pacemaker system was implanted on the right side of the patient. No further information was reported.